Event description:
(B)(4). Customer states mini-stick max used to access the femoral artery, at some point the shaft separated from the body and was retained inside the artery. The surgeon had to cut down femoral artery to remove the broken piece. Patient sustained no injuries. They were able to proceed with the procedure with no major adverse injury to patient.